Manufacturer narrative:
Device history records check: the production documents of the involved stem (smr cementl. Rev. Stem ø15 mm code 1308.15.154 lot 1702303 ster. 1800030) were checked and no pre-existing anomaly was detected: the devices of this lot number were released on the market compliant to specifications. This is the first and only complaint received on the same lot number (1702303). X-rays analysis: the available x-rays and the pictures of the explanted component were sent to our medical consultant for a clinical evaluation. Three radiographic images were available: two post-operative x-rays of the previous surgery, dated (B)(6) 2018 and one additional image with unknown date. The medical consultant's comments were the following: "xray 1 [post-operative of previous surgery] already shows osteolysis all around the stem, so it looks very suspicious of infection to me. Additionally, the metaphysis shows a bone defect, which limits the capacity to resist torsional forces at the humeral implant-bone interface. The explants look unremarkable. In my opinion there is no sign of implant failure here, the failure is attributed to infection or surgical or patient related issues." Retrieved component analysis: the explanted components were not available to be returned to limacorporate for a specific analysis, thus no further investigation is possible. Conclusion and pms data: based on the available information, we cannot determine with certainty the root cause of the revision surgery reported, however: - the absence of pre-existing anomalies detected by the check of the production documents of the lot involved confirmed that the incolved humeral stem had been manufactured up to specifications, - our medical consultant suggested that contributory factors might be surgical or patient-related or possible infection (the presence of infection was however never reported by the complaint source), therefore, this event does not seem to be product-related. Based on limacorporate pms data, we estimate a revision rate of the smr cementless revision stems (product codes 1308.15.134 to 1308.15.166) due to stem loosening/subsidence of (B)(4). No corrective action is needed following this specific complaint. Limacorporate will continue monitoring the market to promptly detect any further similar events.

Event description:
Shoulder revision surgery of smr reverse due to stem loosening which caused distal humeral pain from windscreen wiper effect. The revision surgery took place on (B)(6), 2021, the previous surgery on (B)(6) 2018. During the revision surgery a custom-made stem was implanted. Patient is female, 57 years old, with a bmi of 35 kg/m2, sedentary. This incident occurred in great britain.

Event description:
Shoulder revision surgery of smr reverse due to stem loosening which caused distal humeral pain from windscreen wiper effect. The revision surgery took place on (B)(6) 2021, the previous surgery on (B)(6) 2018. During the revision surgery a custom-made stem was implanted. Patient is female, (B)(6) years old, with a bmi of 35 kg/m2, sedentary. This event occurred in (B)(6).

Manufacturer narrative:
The production documents of the involved stem (smr cementl. Rev. Stem ø15 mm code 1308.15.154 lot 1702303 ster. 1800030) were checked and no pre-existing anomaly was detected: the devices of this lot number were released on the market compliant to specifications. This is the first and only complaint received on the same lot number (1702303). A final report will be submitted after the conclusion of the investigations.